Manufacturer narrative:
The technician reported that it is believed that the backrest of the bed was caught under a shelf mounted on the wall. When an attempt was made to raise the backrest, the obstruction prevented backrest movement, putting pressure on backrest hinges and causing them to break. In addition to hinges failure, technician reported broken gas spring and bent mid-frame. Backrest actuator was resting on metal bar, still attached to bed frame. Complaint and post-market surveillance data suggest that the gas spring failure, bent mid-frame, and hinge breaking in half were consequences of force being applied to elements of the bed. Based on the information received, it seems most likely that the backrest section was lifted without noticing that it was blocked by an obstacle. This resulted in damage to the bed parts. The instructions for use (IFU) for enterprise 9000x bed (746-591-en re. 19) includes the following information relevant to the subject of this investigation: - "when the bed is operated, make sure that obstacles such as feet, oxygen bottles, bedside furniture or any other objects do not restrict its movement." To sum up, arjo device did not meet its specification since elements of the bed frame got damaged. The bed was used by a patient during the event. This complaint was assessed as reportable due to an allegation of backrest hinges failure during use with patient.

Event description:
Customer reported that backrest of the enterprise 9000x bed would not go up or down. At the time, bed was used by a patient. No injury was reported. Arjo technician visited the site to inspect the device. Upon inspection, it was found that the mid-section of the bed frame was bent. Additionally, the gas spring and backrest hinge were broken. The backrest section was detached on the left side, causing the bed frame to tilt to the left. This tilt prevented the left head side rail from being locked in the raised position. Photographic evidence of damages was provided. Due to bent mid-frame, the bed is to be scrapped.